Event description:
It was reported that upon surgical exploration at the back incision, it was noted that the patient¿s 8598 catheter had dislodged from the intrathecal space. As a result of the event, a new 8598 catheter was inserted and connected to the existing 8596 catheter. Actions also required due to the event included hospitalization and reprogramming. Diagnostic testing and troubleshooting had included x-rays. It was noted it was uncertain as to whether the anchor was secured effectively to the catheter at the time of initial implant or if patient activity before the catheter had a chance to scar into place was a factor in the catheter coming out of the intrathecal space. The health care provider (hcp) was unable to determine the cause. Patient symptoms had included increased spasticity; the patient started having increased spasticity which prompted the hcp to get x-rays of the catheter. The x-rays then showed a dislodgement of the catheter and the patient was then scheduled for surgery. The explanted catheter would not be returned as the customer discarded it. The patient¿s status at the time of the report was listed as ¿alive ¿ no injury¿. The device system was used to deliver baclofen. It was later reported that the patient was doing well post revision and was receiving effective therapy per hcp report.

Manufacturer narrative:
Concomitant medical products: product ID: 8598a, serial# (B)(4), implanted: (B)(6) 2013, explanted: (B)(6) 2014, product type: catheter. Product ID: 8596sc, serial# (B)(4), implanted: (B)(6) 2013, product type: catheter. (B)(4).